Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Black, plastic handle of angled inserter has broken/chipped off.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle breakage. Previous investigations confirmed that a design change was undertaken in (B)(6) 2010 ((B)(4)), to prevent the anti-rotation pin from loading the plastic handle to minimize the risk of further failures occurring ((B)(4)). The root cause is attributed to product design. No/ (B)(4) has been completed and concluded that the risk is medium and no further action is necessary. Continued post market surveillance will be carried out per (B)(4) under the post market surveillance plan. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.